Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2016 with blood glucose of 400 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer treated with a syringe. The customer experienced symptoms such as at the time very nauseous. The customer was wearing the insulin pump during the hospitalization. The customer states the drive support cap appears normal. Based on customer report customer does not allege pump was under delivering. The diabetic ketoacidosis led to the heart attack. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had minor scratched display window, broken battery tube threads, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).